Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side "rupture device" diagnosed via mammogram. Device was explanted and replaced with non abbvie product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Health professional reported right side "rupture device" diagnosed via mammogram. Device was explanted and replaced with non abbvie product.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Health professional reported right side "rupture device" diagnosed via mammogram. Device was explanted and replaced.

Event description:
Health professional reported right side "rupture device" diagnosed via mammogram. Device was explanted and replaced with non abbvie product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.